Manufacturer narrative:
Clinical investigation: a temporal relationship exists between pd therapy utilizing the cycler set and the adverse events of peritonitis, characterized by abdominal fullness. It is well established pd patients are at high risk for infections of the peritoneum. The patient¿s peritonitis can be directly attributed to non-adherence to aseptic technique during pd therapy as reported by a medical professional. Lack of aseptic technique is the leading cause of transmission of peritonitis causing pathogens. This is further evidenced by microorganisms that are ever-present in the human gastrointestinal tract and may colonize the genitourinary tract. Therefore, the cycler set can be excluded as the root cause of this infection. Based on the required information, there was no allegation or objective evidence any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all cycler sets shipped to this account. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process. An investigation of the device history records was conducted and confirmed that the results of the in-progress and final quality control testing met all requirements. The user guide states as a warning, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. The reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. Upon follow up with the patient¿s pd registered nurse, it was reported this patient presented to the emergency department for an ulcer on the heel, due to complications with diabetic neuropathy, that appeared infected. The patient also had abdominal fullness and was found to have straw colored peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the hospital presented with enterococcus faecalis and a white blood cell (wbc) count of 14,756/mm3. The patient was admitted on the same day and diagnosed with peritonitis due to touch contamination during ccpd therapy at home. The patient was prescribed intravenous (IV) cefazolin and IV ceftazidime (unknown dosages, frequencies and durations). The patient¿s pd catheter (not a fresenius product) was removed on (B)(6) 2021 as it was determined by the physician that the patient was at risk for further touch contamination with pd therapy. The patient¿s physician scheduled the patient for the placement of a temporary vascular access on (B)(6) 2021 in favor of hemodialysis for renal replacement therapy; however, the patient expired before a temporary vascular access could be placed.